Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient was disappointed with the performance of the lens for distance vision and experienced lot of halos for driving at night or under heavy traffic night or day driving. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the left eye.

Manufacturer narrative:
Correction information has been provided in b.2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Upon internal review and reassessment, this report of patient disappointed with distance vision, halos does not meet criteria for reporting based on applicable medical device regulations as these events occurred during the vision stabilization period. There is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur.